Event description:
An altitude alarm was reported by the customer, causing the blood glucose level to register as "high," exceeding 500 mg/dl. The customer performed a correction injection via multiple daily injections and did not require third-party assistance. The issue had been reported previously, and technical support decided to replace the pump to resolve the situation.